Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, insulation damage was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of lead insulation damage was not confirmed. As received, only the distal end of the lead was returned for analysis. A visual inspection of the lead revealed no anomalies to the lead body with the exception of damage occurring at the time of procedure.